Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was broken. This was discovered during use. The following information was provided by the initial reporter: after a day's infusion, the patient went home without permission of the hospital staff. The next day 6.13, nurse found that the catheter was missing. The family members feedback that the patient had been pulling the product all the time at 6.12 night. When the family members found it, they found that the intima ii had been removed. Plain sweep and b-mode ultrasonography of blood vessels were not found. It was suggested that the family members should check home. Then find it at home, and finally find a broken catheter in the trash can of the child's home. Hospital staff want to know the real reason for the catheter breakage.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was broken. This was discovered during use. The following information was provided by the initial reporter: after a day's infusion, the patient went home without permission of the hospital staff. The next day 6.13, nurse found that the catheter was missing. The family members feedback that the patient had been pulling the product all the time at 6.12 night. When the family members found it, they found that the intima ii had been removed. Plain sweep and b-mode ultrasonography of blood vessels were not found. It was suggested that the family members should check home. Then find it at home, and finally find a broken catheter in the trash can of the child's home. Hospital staff want to know the real reason for the catheter breakage.

Manufacturer narrative:
Investigation summary; a device history review was conducted for lot number 8305838. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of damage sustained from a high pull force being applied to the tubing. This is consistent with your description of the events, further, pull force testing of retention samples for this lot found the devices to be within the expected parameters established by the product specifications. Unfortunately based on our findings and your description of events, the root cause for this complaint could not be determined at the conclusion of our review.